Event description:
Further information indicates surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient experienced pocket heating. As a result, surgical intervention may be undertaken in the future to resolve the issue.